Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient in the hospital for five days at monroe hospital. Patient states his temperature was 105. Patient diagnosed with having e-coli greater than 100, 000. Patient also had an infusion.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report. (B)(4).

Manufacturer narrative:
We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. The returned samples of lot 0f164 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes.